Manufacturer narrative:
Block h3 the device was returned for analysis; however, the investigation is still in progress. A supplemental report will be submitted when the investigation is complete or if additional relevant information becomes available. Block h6 imdrf device code a0501 captures the reportable event of "brush detachment of device or device component".

Event description:
It was reported to boston scientific corporation that a rx cytology brush wireguided 8f 2.1mm was used during a ercp procedure performed on (B)(6) 2026. During the procedure, after advancing and retracting the brush three times, the brush became detached and could no longer be retracted into the sheath. It had to be withdrawn through the endoscope without the protection of the sheath. The procedure was completed with another device of the same model. There were no patient complications reported as a result of this event.